Manufacturer narrative:
The investigation into the impella cp pump did not start has been completed. The impella pump was returned for investigation. During investigation, it was noted that the device was able to be started but stopped after a few minutes when the system was not purging. It was then run again with the system purging, and it ran at p-9 for 10 minutes without any problems. The motor was torn down and there was no evidence of biomaterial found, and all other parameters were within specifications. The cause of the reported issue was not able to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Post implant, the device did not start. Therefore, device was replaced with another impella cp pump. There was no reported patient harm.